Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a heart transplant. On 07jun2024 it was reported that the patient was elevated on the transplant list due to a driveline infection. The device was reported to have operated as expected.

Manufacturer narrative:
Section b2: corrected section b7: corrected section d6b: corrected section h6, health effect - clinical code: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline exit site infection that elevated them on the transplant list. The clinical cultures identified were pseudomonas, methicillin-susceptible staphylococcus aureus (mssa), achromobacter, acaligens faecalis, and stenotrophmonas. The infection was treated with ceftazidime 2g intravenous (IV) through a central line every 8, oral minocycline 100mg twice daily. The patient received a heart transplant on (B)(6) 2024. The device was reported to have operated as expected.